Event description:
The customer reported obtaining erroneously elevated troponin (accutni) results on five (5) patient samples using the unicel dxc 600i synchron access clinical system. The customer stated the erroneously elevated accutni results were released outside the laboratory; however, the results were questioned by the patients' physicians so there was no change to, or impact on, patient treatment. Upon repeat testing on the laboratory's alternate access 2 analyzer, accutni results within the normal reference range were obtained. The actual accutni results were not provided by the customer and the customer declined to provide any supporting data for this event. There is no accutni qc data supplied for review; however, the customer reported that all levels of qc recovered within the laboratory's established ranges on the date of the event prior to the erroneous accutni results being generated. Per the customer, qc recovery was elevated and outside the laboratory's established ranges after the event. The customer reported a system check, performed as a troubleshooting measure following the erroneous accutni results, was found to be failing the washed portion. The customer replaced all aspirate probes and all associated peri pump tubing and was able to obtain a passing system check. No further system information was provided by the customer.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to verify hardware performance in response to this event. The fse inspected the analyzer for leaks and/or spills and none were noted. The wash and precision pumps were inspected and no defects were noted. The vacuum pressure, mixer speed, and ultrasonics voltages were found to be within instrument specifications. All peri pump tubing was proactively replaced and the aspirate probes were cleaned. A high sensitivity system check and 50 replicate precision study using the low level qc material were performed. All results were within assay/instrument specifications. No hardware malfunctions were identified by the fse that may have caused, or contributed to this event; however, the fse attributed the erroneously elevated accutni results to a hardware/system malfunction as the customer had replaced all aspirate probes and associated peri pump tubing in response to the accutni results, elevated accutni qc recovery, and a failing system check. A hardware/system malfunction is the likely cause of this event. Replacement of the aspirate probes and associated tubing resolved the issue for the customer.